Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, cracked select button keypad overlay,keypad overlay texture damage, missing reservoir tube o-ring and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery cap was missing and they noticed it while being in the hospital. Customer's blood glucose was 141mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.